Event description:
Device 3 of 3. Reference MFR report: 1627487-2013-02899, 02900. It was reported the pt had her leads explanted due to ineffective stimulation and pain in the middle of her back. The pt also reported she had pain at her ipg site. Allegedly, her ipg was explanted three days later.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the vent reported. Sjm defers to the pt's physician regarding medical history.